Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was seen in clinic and no subsequent out of range pacing impedance measurements were noted.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that a health care professional (hcp) contacted boston scientific technical services (ts) and inquired why left ventricular (lv) pacing impedance measurements were no longer included in remote transmissions for this patient. Ts reviewed the remote transmission data for the patient and noted that lv daily impedance had been programmed off. Additionally, further review noted that this cardiac resynchronization therapy defibrillator (crt-d) and lv lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. No adverse patient effects were reported. This product remains implanted and in service.